Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed a falloff test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a falloff test. The trunk cable connector j702 was found to be damaged inside the distribution node (dn). The root cause for the damaged connector could not be positively identified. No adverse event occurred due to the defective j702 connector. The last pt to use this electrode belt did not report any problems.